Event description:
The deep brain stimulator and extensions were returned to the MFR without any clinical info. Device registration sys indicates the pt is expired. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.